Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had detected a high shock impedance on this defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
Information suggests these products remain in-service. Should additional information become available this event will be updated. The device was explanted over a year later for normal battery depletion and returned for analysis. Detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In conclusion, the device met specification through analysis.